Manufacturer narrative:
B3: bsc aware date used for event date. Literature citation: rajiah, ps, (january, 2024). Imaging evaluation following transcatheter left atrial appendage closure. Semin roentgenol. 59 (1): 121-134 doi 10.1053/j.ro.2023.11.003

Event description:
Reported via journal article - figure 14. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date post procedure, it was discovered on computed tomography (CT) and transesophageal echocardiogram (tee) imaging that a mass was present on the closure device which is consistent with a device related thrombus. The mass is persistent in the delayed phase, consistent with a thrombus. Two months later, complete resolution of the thrombus occurred. No other details were reported.